Event description:
The facility reported an infusion pump that over delivered on channel a. This report was noted during pt use. The device was expected to infuse a 250 ml bag of a "special mix" of medication at 10cc/hr. The facility stated that they calculated the actual volume to have infused at a rate of 18cc./hr.